Event description:
Patient reported for left side "has experienced persistent pain", "fluid built up underneath her armpits around the left breast", "had an unexplained infection around her left breast", "bilateral exchange from textured to smooth due to concern with the product", "malposition". Also reported ¿unexplained health issues and sensitivity issues¿, ¿skin is sensitive to everything and I get rashes and hives to things that never bothered me before¿ which are not related to the device.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results was found to be acceptable they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30014674 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6)2017 through (B)(6)2019, was noted an outlier in november 2017. An additional analysis was performed to determine any pattern or relation between pr¿s involved. It was found one pattern, but it is not related to an infection issue. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ seroma unable to observe as it is a medical event not related to the device. ¿ visibility/palpability unable to observe as it is a medical event not related to the device. ¿ pain unable to observe as it is a medical event not related to the device. ¿ varied injuries ¿ ndr: not applicable as the event is not related to the device. ¿ rupture: no observed openings. ¿ anxiety - product/procedure unable to observe as it is a medical event not related to the device. ¿ wrinkling: creases were observed. ¿ malposition: unable to observe as it is a medical event not related to the device. ¿ skin rash/dermatitis ¿ ndr: not applicable as the event is not related to the device. ¿ urticaria - ndr not applicable as the event is not related to the device. ¿ use error: unable to observe. ¿ infection (unknown onset): unable to observe as it is a medical event not related to the device. Additional observations: ¿ wear abrasion observed. ¿ creases were observed. ¿ deformation observed.

Event description:
Patient reported left side pain, "ended up with an infection that no one can explain", "ripples" ,¿not as firm¿, and "they might be leaking". Patient also reported the physician "washed out and put back the same implant back in". Patient reported for left side "has experienced persistent pain", "fluid built up underneath her armpits around the left breast", "had an unexplained infection around her left breast", "bilateral exchange from textured to smooth due to concern with the product", "malposition". Also reported ¿unexplained health issues and sensitivity issues¿, ¿skin is sensitive to everything and I get rashes and hives to things that never bothered me before¿ which are not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side pain, "ended up with an infection that no one can explain", "ripples" ,¿not as firm¿, and "they might be leaking". Patient also reported the physician "washed out and put back the same implant back in". Device remains implanted.